Event description:
It was reported that two single use aspiration needles were opened and unable to be used due to the depths of the needle coming out too far. The issue occurred during preparation for an endobronchial ultrasound, prior to the patient being in the room. The procedure was completed using a similar device. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to inform/ provide a correction to the registered site, report reference number, d2b, d3, d4 (product model), h6 of the initial MDR report submitted. The correct model number is being corrected from na-u403sx-4019 to na-201sx-4021. The correct registered site is 9614641, not 3011050570. The registered site and legal manufacturing address is being corrected from gyrus acmi, inc. To aomori olympus co. Ltd., 2-248-1 okkonoki, kuroishi-shi, aomori, 036-0357, japan. The procode is being corrected from kti to fcg. Aware date is being corrected from 05/13/24 to 05/08/24 from the initial MDR submitted. The UDI is being corrected from (B)(4). The medical device problem code is being corrected from a150207 difficult to remove to a0510 retraction problem.